Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in jordan in (B)(6) 2022 but was activated in iraq on (B)(6) 2022 and reportedly had good benefit from the device. On (B)(6) 2022 the family reported that the indicator light of the rondo 2 was still on when the audio processor was in use. Troubleshooting was done and after recreating the user's profile in maestro the issue seemed to be solved. However on (B)(6) 2022 the issues recurred. Another max interface, ap, max coil and laptop were tried but the issue remained. The implant can't be read in maestro as the external device would not couple with the implant. Reportedly, there was some redness seen at the implant site and after consulting the surgeon the magnet was changed from 3s to 2s-vector. The magnet retention is said to be very good. When the user was seen again on (B)(6) 2022 coupling first showed 100% however after some time the coupling issue recurred. On (B)(6) 2022, the user still did not have stable coupling results despite applying pressure to the max coil s.

Manufacturer narrative:
Conclusion: device investigation revealed a damaged silicone layer covering the coil wire near the coil pin (l1b), which reasonably led to the reported coupling issues i.e. Fluctuations of coupling. The problems described in the recipient report seem to match the found damages.this is a final report.

Event description:
On (B)(6) 2022 the family reported that the indicator light of the rondo 2 was still on when the audio processor was in use. Troubleshooting was done and after recreating the user's profile in maestro the issue seemed to be solved. However, on (B)(6)2022 the issues recurred. When the user was seen again on (B)(6)2022, the connection first showed 100% however, after some time the coupling issue recurred. On (B)(6)2022, the user still did not have stable results despite applying pressure to the max coil s. The user was re-implanted.